Event description:
It was reported that the surgeon found the front part of the stabilizer plus wire was missing after opening the package. There was a clean cut to the device. There was no damage to the package and the integrity of the sterile pouch was not compromised. It was changed another one to complete the procedure. There was no patient injury reported,

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Analysis of the returned device indicated that the "coil tip was found bent and stretched at proximal end." Please note that the reported device code is revised from separated to stretched (1601) based on the analysis of the device. It was reported that the surgeon found the ¿front part of the stabilizer plus wire was missing¿ after opening the package. It was reported that there was a clean cut to the device. There was no damage to the package and the integrity of the sterile pouch was not compromised. The user changed to another device to complete the procedure. There was no patient injury reported. One non-sterile stabilizer plus was received inside its coil dispenser and with the original pouch. The guidewire was inspected and the coil tip (distal tip) was found slightly bent and stretched at the proximal end. No other anomalies/damages were found. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿distal tip fractured-separated/prior to use¿ was not confirmed. The guidewire was 100% inspected and no fractures were found; however, the coil tip was found slightly stretched and bent. The cause of the damage could not be conclusively determined. The IFU warns that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed to the reported condition. Since the records indicate that the product met specification prior to shipment, no corrective action will be taken at this time.